Manufacturer narrative:
Investigation summary: it was reported there are no holes in the needles. To aid in the investigation, five samples with the plastic shield, but no packaging blisters, were received for evaluation by our quality team. A visual inspection was performed. The safety mechanism has not been activated and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples did not expel the solution; the needles are clogged. A device history record review was completed for provided material number 305916, lot number 2007149. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2007149 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. A CAPA has been opened for this issue.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: complaint: customer stated that they purchased 25 x1 safety glide needle and there is no hole in the needles. 32 needles that arent working.